Event description:
It was reported to philips that dcps failure caused system startup failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced dcps (pd. Scomp. Dcps_24v_12v_5v) and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).